Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow block alarm. The customer's blood glucose was 120 mg/dl at the time of incident. Customer states they have tried all remedies. Customer states that he keeps getting insulin flow blocks after filling the tubing when it is not connected to his body. The insulin pump was expected to be returned for analysis.